Event description:
Cartridge was reported not fully snapped into the pump, with an o-ring found on the pneumatic tap. There was no adverse impact to the customer's blood glucose level. The customer followed instructions to inspect and clean the pump, successfully reloaded the original cartridge, and was able to resume insulin therapy effectively.